Event description:
Pt went in for bi-vicd generator change and rv lead replacement and atrial lead repair noted obvious insulation breaks in atrial and r/v pace/sense lead. New rv defib lead was advanced. Atrial lead repaired. All leads tested and new generator connected. (No adverse event with pt).